Event description:
It was reported that the patient with this right atrial (ra) lead presented with possible atrial fibrillation (af) with bigeminy. It was noted this ra lead was recently implanted. Lead testing confirmed there was a loss of capture on the right ventricular (rv), ra, and left ventricular (lv) channels. Imaging was done and confirmed all three leads were dislodged. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received. The right ventricular (rv) lead and this right atrial (ra) lead were explanted due to infection. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead presented with possible atrial fibrillation (af) with bigeminy. It was noted this ra lead was recently implanted. Lead testing confirmed there was a loss of capture on the right ventricular (rv), ra, and left ventricular (lv) channels. Imaging was done and confirmed all three leads were dislodged. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.